Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that after priming the pump and filling the cannula, the pump¿s display screen did not indicate that the steps had been completed. The reporter denied a loss of prime issue. The history showed a site change in the in the prime history and a fill cannula in the history. The reporter stated that the patient had released the prime too quickly. The reporter had lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the verify screen with audible and vibratory features. A rewind, load, prime and fill cannula step were successfully completed. The pump was exercised for a 24 hour duration test; at the end of testing all the boxes on the ezprime screen remained filled. The complaint could not be duplicated during testing.